Event description:
Healthcare professional reported a tissue expander that "did not have an inner sterile wrapping." Device was not implanted and was discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation results: according to the information gathered during the investigation, there was enough evidence to support that the devices was assembled in accordance with allergan medical procedures and specifications. The reported device was intact at the time of production and met the required specifications. The device has not been retuned to be analyzed in the laboratory. A review of the current risk documents was performed and the event of ¿breach of sterile barrier seal" was a known event, for which manufacturing process controls and inspections are stablished to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with "breach of sterile barrier seal in the valve" will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a tissue expander that "did not have an inner sterile wrapping." Device was not implanted.